Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of 5.4mmol/l on the contour next link meter but was having hypoglycemic symptoms so she retested on a contour link meter and a different meter. Both meter readings were "lo". Customer drank lucozade and felt better. No medical intervention was needed. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The test strip information was not provided and strips not expected to be returned, as customer transfers her strips into a different container. Replacement product was sent to the customer.